Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire ring of a 6f exoseal vascular closure device (vcd) could not hook the vessel wall, so the plug could not be deployed. Hemostasis was achieved by compression. There was no reported patient injury. The exoseal vascular closure device (vcd) was stored in a cool place and was prepared according to the instructions for use. The procedure used a retrograde approach with a non-cordis sheath. No obvious resistance was experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the exoseal vcd was securely locked with the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The button fully depressed, and excess force was not needed to fully depress the button. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient after approximately 5 seconds. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. There was no obvious plaque at the puncture site, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The device will be returned for evaluation.